Event description:
It was reported that during the procedure the physician placed the subject stent to the target location. The y valve was loosened but resistance was encountered and the subject stent could not be advanced or withdrawn. When the physician pushed the subject stent stabilizer to overcome the resistance, the subject stent stabilizer fractured. The subject stent was removed from the patient and replaced. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection the proximal end and hub of the stabilizer was noted to have been fractured and detached. Blood was noted exiting from the delivery system during flush. The delivery catheter was noted to be stretched at 11cm from the proximal end. The stabilizer distal end was noted to be deformed just proximal to the distal taper tip. There were no anomalies noted to the deployed stent. During the functional test the delivery system was flushed and blood exited. The stabilizer was then advanced and the stent deployed without difficulty. The distal taper tip was cut off and the stabilizer was attempted to be removed from the delivery catheter, however it was unable to be removed due to the damage noted to the delivery catheter. The delivery system was advanced through a catheter without difficulty. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported 'stent delivery catheter/guide catheter friction' was not confirmed during functional testing .the remaining two reported events 'stent stabilizer/catheter friction' and 'stent stabilizer broken/fractured during use' were both confirmed and the analysis results are consistent with the reported event. The device did not meet specifications when received for complaint investigation based on the analysed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was described as 'normal moderately'. It was reported that 'the operator placed a stent to the location and then loosen the y valve to continue advancing the stent to make the third marker overlapped the fourth marker. However big resistance was encountered and the stent could not be advanced or withdrawn. Finally changed to use a different stent to finish the procedure'. In the product condition update it was reported that the delivery wire (assuming that this is the stent stabilizer) fractured during use of the product inside the patient. It was stated 'when the operator pushed the delivery wire to overcome the resistance, the delivery wire was fractured'. The stent was returned for analysis still loaded inside the outer catheter (delivery catheter). Once the system was flushed (during which significant blood was noted), the stent was deployed and noted to be undamaged. The stent delivery catheter was returned and was noted to be damaged (stretched) 11cm from the proximal end of the device. The proximal end of the stent stabilizer was broken/fractured and was not returned for analysis. In addition, the stabilizer was deformed immediately proximal to the dual taper tip. Following the dual taper tip being cut off, it was not possible to remove the stabilizer from the outer catheter due to the damage noted to the outer catheter. It is not clear why the delivery (outer) catheter got stretched. However, damage to the proximal end of the stabilizer most likely occurred due to the difficulty experienced when attempting to deploy the stent through the damaged outer catheter. The 'big resistance' reported in the event description most likely led to the proximal end of the stabilizer breaking/fracturing and additional damage to the distal end of the stabilizer most likely occurred at this time also. The reported 'stent delivery catheter/guide catheter friction', 'stent stabilizer/catheter friction' and 'stent stabilizer broken/fractured during use' and the analyzed 'stent stabilizer broken/fractured during use', 'stent delivery catheter stretched', 'stent stabilizer deformed' and 'stent stabilizer/catheter friction' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during the procedure the physician placed the subject stent to the target location. The y valve was loosened but resistance was encountered and the subject stent could not be advanced or withdrawn. When the physician pushed the subject stent stabilizer to overcome the resistance, the subject stent stabilizer fractured. The subject stent was removed from the patient and replaced. No clinical consequences were reported to the patient due to this event.